Event description:
Pt had surgery on 8/16/94 for hammertoe correction with placement of device at end of surgery. On 8/22/94 seen in surgeons office with dorsal aspect of foot grossly swollen and discolored to ankle. Large fluid-filled blister present over incision. With pressure applied, red thick pus-like fluid was expelled. Admitted to hosp for IV antibiotics and packing of incision. Discharged home on 8/25/94 with IV antibiotics and home care.